Manufacturer narrative:
Date of event is estimated. A patient underwent a lead revision due to high impedance was reported to abbott. As a result, the l3 and s1 leads were replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after a fall. System diagnostics recorded high impedances on the s1 and l3 leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.